Event description:
The customer reported that while transporting a pt, the safety disk connector was damaged while getting out of an elevator. The pt was switched to another unit and therapy was continued. No pt injury was reported.